Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a battery out limit alarm. The battery was out of the insulin pump for about a day. When she inserted the battery back, she received the battery out limit alarm. A black circle with the wrong time appeared on the insulin pump's screen. Her blood glucose level was 109 mg/dl. The product was not returned. Nothing further to report.